Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was beeping and not working. Review of the log files shows os hard disk throwing error. Upon troubleshooting, the philips field service engineer (fse) went onsite and performed pc diagnostic tool, visually checked and found that the hard disk is faulty. To resolve the issue, fse replaced hard disk and reloaded software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was beeping and was not working. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.